Manufacturer narrative:
The returned device failed set time, compressive strength and flow testing. Retain product was tested and found to be within specification. A DHR review was conducted with no discrepancies noted. Root cause unknown.

Manufacturer narrative:
This report is for the fourth patient. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that eight students experienced an allergic reaction after using jeltrate alginate impression materials. No medical intervention was required. The symptoms reported include mouth sores in each student.